Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the on off switch and the speed dial switch will work intermittently.